Event description:
IV (intra venous) connector piece just kept twisting/screwing into place and never stopped causing the IV (intra venous) start to bleed/ unable to connect the connector piece. This has happened on a few occasions since the new piece has been being used. (The connector piece without the white stopper on it to prevent backflow).